Event description:
Rptr is a registerd nurse. They have a latex allergy (rast). Although they do not use latex gloves their colleagues use powdered latex gloves. Latex proteins in the air cause rptr to have an anaphylactic rection & they have asthma now. Must carry an epipen at all times.